Event description:
Customer reports obtaining a result of 299 mg/dl and taking 15 units of humalog in response. Customer states that a half hour later, he felt that his blood glucose was dropping and tested 82 mg/dl. He went to the kitchen to get something to eat and collapsed. He was given juice and ate. No quality controls were used. Requested return of suspect device and replacement was sent.